Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker (pm) was inappropriately mode switching due to competitive atrial pacing (cap). The patient reported symptoms of syncope. Programming changes were made and the patient was in stable condition.